Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient never experienced auditory perceptions from the internal device. Reprogramming attempts were made; however, the issue could not be resolved. Imaging revealed that the electrode array was extra cochlea. Subsequently on (B)(6) 2015, the patient was reimplanted with a new device during the same surgery.